Event description:
Procedure: sleeve gastrectomy. According to the reporter: during firing, the handle cracked and a piece fell off the cartridge. This occurred during firing on the lower antrum of the stomach. The surgeon used a grasper to remove the piece through the trocar. The surgeon resected tissue that staples had malformed on. A new device was opened to complete the case. Operating room time was delayed 45 minutes. A clip applier was used to control bleeding.